Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a patient underwent thoracic endovascular aortic repair (tevar) to treat an aortic aneurysm. A zta-pt-36-32-209-w1 was implanted in the aortic arch just distal to the brachiocephalic trunk. It is reported that the patient had tortuous anatomy, but was still inside patient selection criteria in the instruction for use. The diameter and length of the proximal and distal fixation sites were 32mm and 29mm respectively and with a length of 20mm. After deployment of zta-pt-36-32-209-w1 (complaint device) a type 1a endoleak was detected. The user then attempted to add a distal extension zta-de-38-91-w1 proximal to the already deployed stent graft (zta-pt-36-32-209-w1) to resolve the endoleak. It was however not possible to advance the distal extension through the proximal stent graft (related complaint). The procedure ended with no additional treatment performed, and the patient was to be observed. Review of the device history record gave no indication of the device being produced out of specification. No procedural images are provided but a hand-drawn planning schema which includes one screen shot images of the aortic arch is provided. Based on the reported information it was planned to place the zta-pt complaint device just distal to the brachiocephalic trunk to obtain a fixation site length of 20mm. According to the instruction for use (IFU) the device is indicated for treatment in the descending thoracic aorta. The IFU also indicates that the stent-graft should not cover significant arch arteries except the left subclavian artery which can be covered if necessary to obtain a landing zone of adequate length. The reported placement of the complaint device just distal to the brachiocephalic trunk is therefore considered to be outside the instructions for use for this device. Upon review of the provided information, it is not possible to determine an exact cause of the type 1a endoleak, but it cannot be ruled out that the placement of the complaint device in the aortic arch and the reported tortuosity potentially could have contributed. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: this case was within anatomical indications. Zta-pt-36-32-209-w1 was deployed in the arch aorta. Since type 1a endoleak was admitted, the user attempted to add zta-de-38-91-w1, however it could not pass through zta-pt. Patient outcome: no additional treatment was performed, and the patient was to be observed.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.